Event description:
The wife of a (B) (6) male patient contacted zoll lifecor customer support to report that one of the patient's battery packs was not working properly. The wife reports the battery is giving a "battery pack fault" light on the charger. The patient's suspect battery pack was replaced.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack (B) (4) has been completed. The reported problem was confirmed. The cause of the battery fault lights on the charger was defective cells within the battery pack. One or more of the cells had residue/corrosion on them. The source of the residue/corrosion has not been positively identified but is likely electrolyte from a leaking cell. The root cause of the leaking cell has not been determined. The battery cells were replaced. No adverse event resulted from the defective battery pack. The patient received a replacement battery pack.